Event description:
It was reported that at the initial implant, the implanting physician experienced difficult placing the right ventricular (rv) lead, with multiple positions attempted. It was noted that all locations resulted in poor sensing and high thresholds. The rv lead was left in the septal location with a threshold at approximately 3 volts. The rv lead was explanted and replaced 3 days later. It was noted that the helix of the rv lead was not retracting properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This prevents helix extension/retraction. Electrical resistance and cross continuity test results were within specification. Visual analysis found outer insulation cut and blood ingress along lead length. The amount of blood leads us to conclude that the cut occurred at the implant. The breach insulation did contribute to the electrical complaints.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.